Manufacturer narrative:
Concomitant medical products: bd 20 ml, 30 ml and 50 ml syringes. The customer's report of a channel disconnection was confirmed. Analysis of the pcu event log identified 6 channel disconnections on the reported incident date. The log indicates that after the source syringe pump module was replaced no further channel disconnects occurred. Testing performed on the returned devices replicated a channel disconnection between the pcu and syringe module s/n (B)(4). Visual inspection of the pcu¿s male iui found dried fluid residue build up around the contact point of pin 13. The same residue was observed on pin 3 of the syringe module¿s female iui. The disconnection of pin 3 or pin 13 will cause a loss of power to the attached device and generate a channel disconnect alarm. The root cause of the channel disconnect alarms is dried fluid residue found on the pcu male iui and syringe module female iui.

Event description:
The customer reported that a channel disconnect alarm occurred which resulted in the device shutting off during infusions of dilaudid, versed, and a heparin flush in the ICU. The devices were not touched at the time of the alarm. There was no report of patient harm.